Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Prior to the procedure, the patient presented with a low ejection fraction and the csi sales representative recommended that the procedure not move forward, however the physician decided to proceed. The physician elected not to use a ventricular assist device and the diamondback coronary orbital atherectomy device (oad) was advanced before it had reached full speed. Due to the premature advancement and the calcium, the device began to stall and was removed. The sales representative requested that the guide wire be replaced before proceeding, however the physician did not elect to do so and re-advanced the oad on the viperwire guide wire. When the oad was positioned and turned on for treatment, the tip of the guide wire was noted to be moving with the device. Treatment was stopped and the oad and wire were removed, however the tip of the viperwire guide wire had detached. The fragment was stented to the wall of the artery and the patient was in stable condition following the procedure.

Manufacturer narrative:
The reported viperwire guide wire was received for analysis with the oad utilized during the procedure. A visual examination confirmed that the spring tip was fractured and was not returned. No spring tip adhesive residue was observed on the guide wire core shaft. Scanning electron microscopy was performed and concluded that the guide wire fractured due to excessive rotational damage from making contact with the tip bushing of the driveshaft while spinning. Examination of the oad tip bushing identified radiopaque particles from the spring tip. The instructions for use for the reported guide wire state "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis investigation, it is hypothesized that the cause of the reported guide wire fracture was user error as the analysis of the fracture face is consistent with torsional damage seen when the oad driveshaft is spun into the guide wire spring tip. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).